Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
While checking in the instrument set at the office. It was noticed that the threads on the handle broke at an angle.